Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/24/2016, that on (B)(6) 2016, the receiver screen display froze. Additional event or patient information is not available.